Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. After a guide wire crossed the lesion, a 5.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. The first and second dilations were done at 20 atmospheres. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.